Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer entered the carb ratio settings incorrectly. Tandem technical support assisted the customer in changing the setting. Customer's blood glucose was 89 mg/dl.